Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 8 months post implant of this 23mm bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic product. The patient underwent surgery to repair an aneurysm of the native aortic root. During the procedure, the physician noted that there was a thrombus adhered to the bioprosthetic valve and decided to replace the valve. The physician considered the event as "not a product defect". No additional adverse patient effects were reported.